Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. A surgical procedure will be scheduled to revise the device. No patient complications were reported. No further information has been provided to date.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. A surgical procedure will be scheduled to revise the device. No patient complications were reported. No further information has been provided to date.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues due to fluid loss. A surgical procedure will be scheduled to revise the device. No patient complications were reported. No further information has been provided to date.